Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. An additional observation related to the customer-reported complaint was also observed. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did show damage that would have contributed to the cable breaking. .

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument's cautery wire broke. It was replaced with another instrument. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no was damage or anything out of the ordinary. The details of the surgical task is unknown but the procedure was normal. The customer didn¿t pointed out about arcing and arching event did not happen. There was no injury to the patient. The patient information was not provided. The instrument was available for isi review. There were no photographic images or patient demographics shared.